Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). The reason for call was rep called while meeting with pt who reported that they had a revision early in 2023 for poor recharge quality. Pt reported that since that time they have still been unable to charge their ins intermittently. Technical services (tss) reviewed passive recharge screen, rep reported they are able to get into passive recharge screen with numbers 77, 100, 100. Rep reported that these numbers decrease when the antenna is moved away from the ins. Pt reported they have seen this screen before, but have not waited the full 10 minute session. Rep reported seeing the normal recharge screen with recharge coupling excellent at the end of the call. Rep reported they will allow the pt to continue charging and attempt to interrogate their ins, and call back if further troubleshooting is needed. On (B)(6) 2023 the rep reported they were not made aware of this revision until the patient told them on (B)(6) 2023. The rep reported there were no issues with the coupling/charging. The patient was taking the charger off before the 10 minute mark would complete. The rep repeated the actions taken in the original call, and they were able to get the patient recharged back up to 40% before rep sent the patient home to finish charging. The issue was resolved. Weight was reported as unknown.